Event description:
It was reported that there had been a discrepancy in the residual volume of the pump. The pump was expected to contain 9.4ml of drug, but was found to contain 1.0ml. It was indicated that x-rays were taken and the volumes would be assessed at the patient¿s next refill to see if there was a continuing issue. At the time of report, there was no patient injury. It was reported that the x-ray had been taken on (B)(6) and no further troubleshooting had been performed. It was later reported that the health care provider (hcp) was alleging that the pump was over infusing and wanted to replace it. The patient had not had any overdose symptoms and in fact had an increase in pain even though they believed the pump was infusing more than it was programmed to do and that it did not run out prior to refill. It was further reported there was an 8ml discrepancy related to the patient¿s refill that occurred on (B)(6) 2014. It was noted the patient was in the process of determining how workers comp would feel about a pump replacement. It was then reported the pump replacement had been scheduled for (B)(6) 2014. The day of the pump replacement, it was reported the explanted pump would not be returned at that time. It was sent to pathology. Later the same day, it was further reported the explanted pump was read prior to explant and according to telemetry 39.2ml should have remained in the reservoir. 38ml of drug was removed and then placed in the new pump. As a result, the explanted pump was empty and sent to pathology with the simple continuous mode of 11.992mg/day of dilaudid and bupivacaine each with a 30mg/ml concentration of each. The personal therapy manager (ptm) dose had been 0.999mg every 4 hours for a total of 6 doses.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), , implanted: (B)(6) 2013, product type catheter. (B)(4). This device is included in the medical device correction, "synchromed ii implantable drug infusion pump overinfusion", customer letter ((B)(4) 2014).

Manufacturer narrative:
Additional information received indicated that the previous information reported in the second supplemental report had an aware date of 2014-05-09 rather than 2014-05-13.

Event description:
Additional information received reported that there was no patient injury or death. Pathology description indicated there was no tissue attached to the pump.

Manufacturer narrative:
Destructive analysis of the pump did not reveal anything new/significant with respect to the analysis results reported in the third supplemental.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump revealed overinfusion of an undetermined root cause.